Event description:
Information received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to a bent latch cover. He straightened the latch cover to repair the bed. The technician tested the bed and it operated properly.